Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01098. It was reported the patient experienced ineffective stimulation, leg weakness, and is unable to place the device into MRI mode due to high impedances. Surgical intervention took place wherein the system was explanted on (B)(6) 2022 and replaced on (B)(6) 2022 to address the issue.

Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing, and it communicated with all lab utilities. The returned ipg exhibited normal device characteristics during analysis.